Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the mega suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. A visual inspection was performed and found that the instrument had a dislodged distal pulley, that was returned with the instrument. One distal pulley was missing from the wrist assembly and was not returned with the instrument. The mega suture cut needle driver instrument was found to have the laser mark coating on the grip tips partially removed. It was noted the instrument had 7 lives remaining.

Manufacturer narrative:
As of the date of this report, the mega suture cut needle driver instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a tiny metal ring popped off the mega suture cut needle driver instrument. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. Additionally, if this event were to recur, it could cause or contribute to an adverse event. Log review: a remotefe/log review was conducted, which resulted in the following findings: the logs showed the customer used mega suture cut needle driver part# 420309-07 lot# n10190423-820 was last used on (B)(6) 2020 with system (B)(4). The instrument was used for 0:40:00 minutes and had 7 lives remaining. Site history: a review of the site's complaint history does not show any additional complaints related to this product. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it was noted the fragment in the image looked like the inner distal idler pulley.

Event description:
It was reported that during a da vinci-assisted ventral surgical procedure, the customer informed the clinical sales representative (csr) that a tiny metal ring popped off a needle driver instrument. The csr informed the technical service engineer (tse) that the customer was able to retrieve the piece from the patient. The csr did not believe that any additional fragments fell into the patient, and did not think the customer planned to perform any post-operative imaging. The csr stated there was no patient injury. The customer saved the metal ring that fell off the instrument and planned to send the damaged instrument along with the piece that fell off via return material authorization (RMA). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi), followed up with the clinical sales representative (csr) and obtained the following additional information: the csr confirmed the reported event date was (B)(6) 2020. It was noted the fragment that fell was retrieved with a lap grasper. A visual inspection confirmed all fragments were retrieved. No additional surgical procedures, nor post operative tests like x-ray or ultra sound were performed. The csr confirmed the patient has not returned to the hospital for any post-surgical complications. An image of the fragment was received via email. The csr informed the instrument would be returning. The procedure was completed robotically with no reported injury or harm.